Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, the stent failed to deploy. The location of the lesion is unk. The 7fr/7cm flexima biliary stent delivery sys (sds) was advanced to the lesion. It was noted that it was "very difficult" to cross the lesion due to the severe tortuosity of the duct. Upon attempting to deploy the stent, the stent was unable to deploy. The sds was removed and, upon inspection, the physician noted a kink of the inner sheath. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".